Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that the mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with an mr grade of 3. Two clips (80209u196 and 80227u144) were implanted successfully, reducing mr to 1-2. Post procedure, the mean pressure gradient was 5mmhg. On an unspecified date, the patient returned with dyspnea, and with a mean pressure gradient of 12mmhg. There was no device issue with the implanted clips. On an unspecified date, a left ventricular assist device was implanted. No additional information was provided.

Manufacturer narrative:
Patient codes: 2206 labeled 1964 labeled. Device codes: internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A definitive cause for the recurrent mitral regurgitation (mr) and mitral stenosis cannot be determined as there was no issue with the implanted clips. Based on the information reviewed, the reported dyspnea appears to be related to the mitral stenosis and the heart failure was due to the mr and mitral stenosis. It should be noted that the reported patient effects of dyspnea, mr, heart failure and mitral stenosis are listed in the mitraclip system instructions for use as known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
Subsequent to the initial medwatch: the patient deteriorated early after the mitraclip procedure, the patient had dyspnea, mr increased to 3+, and the patient developed right ventricular failure due to mitral insufficiency and mitral stenosis. The clips were secure on both leaflets. A left ventricular assist device was implanted as a bridge to transplant. The patient is doing well.